Event description:
It was reported that the caller was unable to do a session sync with a protecta device. The caller needed to run the device update wizard in order to do a session sync with the protecta. No patient involvement was reported as a result of this event.

Event description:
It was reported that the caller was unable to do a session sync with a protecta device. The caller needed to run the device update wizard in order to do a session sync with the protecta. No patient involvement was reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction note: this complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for this type of event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.